Event description:
It was reported that the insulin pump had unresponsive buttons. No blood glucose reading provided. Troubleshooting was done. Customer stated that the scroll bar was moving with no input. Customer stated that the act button was unresponsive. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No scroll bars moving up noted. Unit had minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.